Manufacturer narrative:
A philips remote service engineer (rse) confirmed the customer was having issues with the alarms not announcing at the central station. The rse guided the customer through the process of identifying the sound sender and receiver. The cable run was not done properly; a long cable was used as a cable run, and there were no wall connections. The customer expressed they would call it to fulfill this task. The sound at the central station was confirmed to be working fine. The customer called back at a later time indicating the issue still persisted. A philips technical consultant (tc) was later dispatched on the scene and the customer reported an intermittent problem with speaker on the mirrored display. The tc isolated the issue to the extended display in the hallway, there was no action required from the philips team. The tc also indicated there was a bad cable that ran within the wall from the main station, and then to the mirrored display. The customer was expected to escalate to their it team for resolution. No further investigation or action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the display was not alarming. The device was in use on patient at time of event, there was no adverse event reported.